Event description:
Customer initially called to report that his insulin pump was malfunctioning. Customer stated that his insulin pump was alarming and was not recording his blood glucose. Customer stated that his endocrinologist could not get the blood glucose reading on the report. Customer mentioned that he was hospitalized because he had some toes amputated and his blood glucose is over 200 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.